Event description:
A talent bifurcated stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was severe calcification and severely tortuous vessels. It was reported that the device was unable to reach the intended landing zone due to the severe calcification, which also resulted in the stent graft delivery catheter kinking and cracking. The device was successfully removed from the pt without issue. The device was discarded by the user facility. The physician elected to implant an aneurx stent graft system. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: severe calcification and severely tortuous vessels. Device discarded. Evaluation: conclusion: severe calcification and severely tortuous vessels.